Event description:
Customer reportedly obtained results of 196 mg/dl and 107 mg/dl within 2 minutes on the same device. No action was taken based on device result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.